Manufacturer narrative:
The company service rep examined the system and tested all the handpieces. No problems were found. The company service rep attempted to duplicate the intermittent touchscreen and footswitch issue. The problem could not be duplicated. The touchscreen and footswitch cable were replaced as a diagnostic measure. The system was then tested and met all product specifications. The touchscreen and footswitch cable have been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
The customer initially reported no phaco power. The customer then reported the touchscreen and footswitch intermittently do not respond. The intermittent issue occurs first thing in the morning. Additional info from the nurse stated the issue was a footswitch and touchscreen problem. The customer reported a ten minute delay while troubleshooting the issue. The cases were completed with the system. No consumables were saved for eval. No pt injury was reported.